Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use at the end of therapy. The technical service representative (tsr) asked the rn what the numbers were for the high drain/call pd nurse alarm. The rn states he does not have the numbers. The rn stated the patient just called her and stated that the hcp alarmed high drain/call pd nurse. The tsr asked the rn the iipv questions. The rn stated she does not have any information. The tsr asked the rn what therapy the patient was doing. The rn stated the patient was doing tidal therapy. The tsr asked the rn what the tidal full drain was set to. The rn stated she thought the tidal full drain was set to drain the patient in the last cycle. The tsr explained that baxter recommended setting the tidal full drains setting so that the patient drained out during the therapy so that an ultrafiltration (uf) did not accumulate. The tsr explained the target uf setting as well. The rn stated that the patient said that the hcp did not do the initial drain last night. The tsr asked the rn what the initial drain alarm was set to and the rn stated she was not sure. The tsr explained that the hcp would always do the initial drain, but if the initial drain was set to 0ml, the hcp might move on if the patient was not draining. The rn stated she thought the initial drain alarm equaled 1400ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported event. The rn stated since then there have been no known reoccurrences of the alarm. Since then, therapy has been going well. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet electrical and functional performance specifications. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The assignable cause of the iipv was insufficient drain due to use error, the tidal total ultrafiltration (uf) removal being set too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.